Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the metal part at the distal end had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and no malfunction was reported directly by the customer.. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: that when a device using high-frequency current was used near the tip, an electrical discharge occurred, and the high-frequency current flowing through the tip cover caused it to become scorched. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.